Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent failed to expand. Reported event of stent positioning problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned to the complaint investigation site (cis) for analysis. However, a picture of the device was attached to the complaint and it can be noticed that the stent was not fully expanded. This event is possibly due to the stent cover restricting the stent and preventing it from fully expanding. The image of the stent was prior to expansion. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the right middle bronchus during a stent implantation procedure performed on (B)(6), 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to squamous cell cancer. Reportedly, the stricture was not severe. During the procedure, following stent implantation, it was noted that the stent had not fully expanded. When the delivery system was being removed, the dilatation tip got caught in the stent causing the stent to move from the target area. The physician removed the stent from the patient. The physician expanded the stent outside the patient using a kocher device and noted resistance during expansion. The physician held the stent with forceps and reinserted it through the scope and into the patient. The stent was re-implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the right middle bronchus during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to squamous cell cancer. Reportedly, the stricture was not severe. During the procedure, following stent implantation, it was noted that the stent had not fully expanded. When the delivery system was being removed, the dilatation tip got caught in the stent causing the stent to move from the target area. The physician removed the stent from the patient. The physician expanded the stent outside the patient using a kocher device and noted resistance during expansion. The physician held the stent with forceps and reinserted it through the scope and into the patient. The stent was re-implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿